Event description:
The pt received her scs system, including an ipg, on (B)(6) 2005. The pt reported her ipg is providing intermittent stimulation based on her proximity to any magnets, including household magnets. The pt is working with her physician regarding reprogramming and troubleshooting attempts. According to the MFR's device registration system, the ipg remains implanted. No further pt complications were reported.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.